Event description:
Site reported that patient experienced blister on the foot following a laser tattoo removal treatment using picosure.

Manufacturer narrative:
The device history record confirms that the product passed and met all requirements before releasing. Field service engineer evaluated the device, performed routine and maintenance and verified handpiece was in good condition. Data logs were pulled and very little fluctuation in energy was shown. Device was operating within specifications. It was determined that user error was involved. Site used 4.5mm on patient. Based on patient criteria, labeling recommends a spot size of zoom 6.0-5.5 mm, or 6-, 8-, or 10-mm handpiece. Patient had recent sun exposure prior to treatment. Labeling warns against unprotected sun exposure within four weeks of treatment. Patient self reported weekly visits to their doctor to treat wound since treatment was performed on (B)(6) 2023. Patient stated they were diagnosed with burn beyond dermis and vein exposure. Patient also reports a 20 lbs weight loss since treatment day, loss of movement and sensation in the 2 lateral toes, excruciating pain that affects daily activities. Patient was given eha laser gel and hydrocortisone for infection prevention. Blisters are expected side effects from laser treatments, however patient reported receiving medical intervention due to unanticipated side effects and therefore this event is being reported.